Event description:
Additional information: during the reported deployment issue, the stent separated into three pieces. An attempt was made to retrieve the stent with a snare and a balloon; however, failed with 5cm of the stent remaining deployed in the common femoral artery. The other two stent pieces remained in the sheath and were removed from the patient. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed on the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely that the distal shaft was kinked or entrapped within anatomy preventing movement of the shaft lumens and causing resistance with the thumbwheel. Additionally, it may be possible that lateral force was applied to thumbwheel causing the handle halves to slightly separate. This likely caused the spool to pull out from pivot web thumbwheel, causing the noted damage to the side pins and allowing the ribbon to spool around the center handle pin instead of the thumbwheel. Further, the stent stretching, and tip separation were likely the result of removing the delivery system with force while the stent was partially deployed. The reported resistance during initial advancement indicates that challenging anatomical conditions was the likely cause for this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the return device analysis identified that the stent implant was returned in two pieces and separated in three sections. A portion of the separation was not returned. It cannot be confirmed that the non-returned separated stent piece was not left in the patient. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event: upgraded from malfunction to serious injury. Patient code 2199 removed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately to heavily calcified lesion in the superficial femoral artery. A 6.0x150mm absolute pro self-expanding stent system (sess) was advanced; however, resistance with the anatomy was felt. During deployment the thumbwheel of the sess required more power than usual when turning and only 5cm of the stent was released before the thumbwheel stopped working. An attempt to remove the sess was made, but again resistance with the anatomy was felt. In the end, extra force was used and the stent was able to be deployed at the target lesion. The procedure was successfully completed with the additional deployment of two 6x100mm absolute pro stents and a 6x120mm absolute pro stent. No additional information was provided.